Manufacturer narrative:
Further information was requested but not obtained . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report : 1627487-2020-00805. It was reported patient experienced ineffective therapy as patient was unable to increase amplitude. Trouble shooting was unable to solve the problem experienced in the supraorbital leads which were reading high. As a result patient may be awaiting surgical intervention at a later date .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention wherein both the supraorbital leads were replaced. One lead had high impedances and another had migrated. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.